Manufacturer narrative:
Complaint conclusion: during the use of a saber balloon catheter (5mm x 4cm 90cm), it was reported that the product was delivered to the left external iliac artery; however it ruptured at approximately 4 atm (four atmospheres) after checking by intravascular ultrasound (ivus). The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 90%. Therefore the balloon was removed from the patient intact and another non-cordis balloon and the procedure finished successfully. There was no reported patient injury. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. A contralateral approach was made from the right femoral artery with a sheath introducer. Then, a guidewire crossed the lesion. The following information is unknown: the contrast media used, the contrast to saline ratio, the type and brand of inflation device used, if the same indeflator was used successfully with other devices, if there was resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter, if there was difficulty advancing the balloon catheter through the vessel, if the balloon catheter kinked while being used, if the balloon rupture during its initial inflation, the amount of times the balloon was inflated, the amount of times the balloon was inserted into the patient or if there was any difficulty removing the balloon catheter from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17103974 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, mild tortuosity and a rate of stenosis of 90% may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Concomitant products: sheath introducer (destination, terumo) and guidewire (cruise, st.jude medical). (B)(6). (B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
During the use of a saber balloon catheter (5mm4cm 90), it was reported that the product was delivered to the left external iliac artery, however it ruptured at approximately 4 atmospheres (atm) after checking by intravascular ultrasound (ivus). Therefore the balloon was removed from the patient intact and another non-cordis balloon and the procedure finished successfully. There was no reported patient injury. The product will not be returned for analysis. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. A contralateral approach was made from the right femoral artery with a sheath introducer (destination, terumo). Then, a guidewire (cruise, st.jude medical) crossed the lesion. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 90%. The following information is unknown: the contrast media used, the contrast to saline ratio, the type and brand of inflation device used, if the same indeflator was used successfully with other devices, if there was resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter, if there was difficulty advancing the balloon catheter through the vessel, if the balloon catheter kinked while being used, if the balloon rupture during its initial inflation, the amount of times the balloon was inflated, the amount of times the balloon was inserted into the patient or if there was any difficulty removing the balloon catheter from the patient.